Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the nephrologists met some difficulties with the extension lines of the cannon ii plus. The physicians noticed leaks in these lines. The lines are becoming porous and need the use of our repair kit after a few months (between 4-6 months). Currently, the solution used is (B)(4) for skin preparation of patients and dry dressings after placement. Additional information received on 01/04/2011 from the regional director, (B)(4) stated "yes, it seems every time when the problem is notified in 2010 they (B)(4). The details of when are these leaks being identified, how many days in use and after dialysis procedure is not quantifiable information only that it happens after a few months after the catheter is in use." There were no adverse outcomes of the patients. They detected nothing for the patient maybe because they reacted immediately. There were no patient complications or delay in therapy reported. No intervention required.